Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Due to the device's low battery status, troubleshooting was not attempted. It was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.